Event description:
Customer received a result of 22.4 mmol/l on the aviva expert system, and a result of 6 - 7 mmol/l on the aviva system within 10 minutes. No actions taken based on the device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva expert system (lot number and expiration date unknown). (B)(6).